Manufacturer narrative:
Analysis and results: the involved code batch is not known. Only information received is that the incident happened with a novosyn 8/0 suture. After checking the distribution of novosyn 8/0 sutures in (B)(6), several code-batches could be involved: possible code-batches: - c0068701- 118094; c0068133 - 118015; g0068710 - batches: 116073, 116182, 116204 and 117442; g0068702 - batches 116241 and 116242. 264, 144, 360, 348, 348, 348, 348, and 348 units of the code batch were manufactured and distributed in the market. There are no units in stock in b. Braun surgical's warehouse. There are no previous complaints of any of the possible code-batches. Reviewed the batch manufacturing records, all products had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that the suture needle was too thin and too soft, it bended and deformed when suturing the scleral incision (wound). Discard it, and immediately replaced with the spare product for operation. No further information received.